Event description:
It was reported that it was difficult for the surgeon to feed the lead into the extension. The process had to be repeated several times. The lead was repeatedly removed and placed back into the extension. Impedance testing was performed. Eventually all but the #13 electrode came back with normal impedances. There was a high impedance issue but the value was not specified. There were no patient symptoms reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).